Manufacturer narrative:
Product ID 3889-28 lot# va09r5n, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had their device explanted on (B)(6) 2013 due to infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The date of onset or diagnosis of the infection was (B)(6) 2013. The patient did not have meningitis. The patient had redness, drainage, and pain associated with the infection. The primary location of the infection was the device pocket. No culture was obtained, so the type of organism was unknown. The patient was given oral antibiotics and her entire system was explanted. The infection resolved.